Event description:
It was reported that a medfusion® 3500 syringe pump displayed a motor rate error. No injury was reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump found that the pump had cracks and chips in the case and battery door. Review of the device data log noted a motor rate error. Functional tests included flow testing. Flow testing verified the motor rate error. The motor assembly was replaced to resolve the motor rate error. The noted damage to the pump was also repaired and the pump passed functional and delivery testing. Based on the evidence, the complaint was confirmed. The root cause was unable to be determined but was likely due to normal wear of the pump over time.